Event description:
Dose delivery without pt request reported. The pt was started on an epidural pain medication at the clinic. The solution was fentanyl 2000 micrograms and 0.25% sensorcaine 150cc in normal saline, total fluid 500cc. The pump was set to run at 4cc/hr with a 2cc bolus with a pt lockout of 2 hours. The pump reportedly beeped and administered medication without request, but at that time it was thought that the button had been accidentally bumped to give the dose. The pt went home. At some unspecified time later, the pt called and stated that the pump had administered an additional unspecified number of boluses. The cord was switched to another pump, with the same scenario occurring again. The pump and cord were switched out. No pt harm reported.